Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash. Follow up indicated that the patient's physician provided an oral steroid and cortisone cream that initially improved the rash. The patient reported that once the steroids were stopped, the rash developed again. The patient's physician continued use of the steroids. The patient was admitted to the hospital for a short time, but it is unclear whether the rash was the cause for the hospital stay. The final medical outcome is unknown.